Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter was displaying black marks on the screen. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 12pm, the patient reported the alleged issue began. The patient reported that he manages his diabetes with a novolog sliding scale insulin pump. When the alleged issue occurred, the patient reported using his usual diabetes management routine as directed by his healthcare professional. The patient reported around the same time the alleged issue occurred, he felt like he will pass out. The patient claimed immediately after the alleged issue, the patient self treated with food and/or drink. The patient denied attempting to test his blood glucose on another device. At the time of troubleshooting, the cca confirmed there was no misuse of the product, and this was not the first time the meter has been used. The cca documented that the patient reported having a backup meter. Replacement products were sent. Although the patient reportedly treated himself with food and/or drink after discovering the alleged display issue, there is no evidence that suggests the alleged product issue caused or contributed to a serious injury. The patient's symptoms do not meet lfs' criteria of a serious injury. In addition, given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore, the lfs device did not contribute to the onset of the patient's symptoms. However, this complaint is reported because the alleged display issue remained

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have cracked/broken display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.